Manufacturer narrative:
Follow up report ref to natus complaint #(B)(4). Lot number of the affected part was not confirmed. Customer returned the completed questionnaire, and it was confirmed there were no injuries and no medical intervention was required. Customer confirmed to natus that they still have the product available and it will be returned to natus for evaluation. Further investigation to be carried out once the affected part is returned.

Event description:
Part nt821731c: suspected leak between the volutrol and transducer stopcock. System changed out to a monitor system. No patient injury.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Lot number of the affected part was not confirmed. Customer confirmed to natus that they still have the product available. The affected product has been requested to be returned for evaluation. Further investigation to be carried out.

Event description:
Part nt821731c - suspected leak between the volutrol and transducer stopcock. System changed out to a monitor system.

Event description:
Part nt821731c - suspected leak between the volutrol and transducer stopcock. System changed out to a monitor system. No patient injury.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. Customer believes there is leak due to air being witnessed within the drain. The evaluation conclusion is as follows: the drainage system was leveled using the laser and primed as the IFU instructs. The drainage system was leak tested and pressurized to find any leaks. No leaks or air was found within the drainage system. There could be a possibility that the user did not prime the device properly and fully remove all the air within the system. This would result in with trapped air in the system when being used. Failure mode: could not be replicated. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-unstable operation" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 08), identifies the hazard situation as "4.40 leakage from the stopcock" based on complaint of "leakage at transducer stopcock" the risk level is considered moderate. This determination is based on the information received from the customer. No associated capas.